Event description:
Our facility has documented several events that occurred with the dressing used to secure the peripherally inserted central catheter or PICC line on patients. Beginning last summer our facility stopped suturing in PICC lines. This was because of advice received from the cdc and the instructions that suggested this practice be stopped. Last year we documented seven cases where the dressing was intact, but it was discovered that the PICC line was pulled out or partially pulled out. One such event stated patient found with PICC line dc'd; pt sometimes confused; and sometimes pulls at lines, tubing, bedding; rn feels the sorbaview dressing did not adequately secure the PICC line. Another such event stated, PICC line accidentally pulled most the way out; patient got up from chair; line caught on chair. No suture at site; hub pulled out from under the sorbaview dressing. Dressing was intact.since the beginning of this year we have had three such events reported. With the last event reported two months ago. The event states, "this event report is being prepared to document the failure of the sorbaview shield to secure the patient's PICC line. This patient was preparing to be discharged and the PICC line was to be removed. When rn was removing the PICC line, it was noted that the line was only in the patient's arm approximately twelve inches, which was much shorter than it should have been to be a properly placed PICC. It was obvious the PICC line had slipped out sometime during the hospital stay due to failure of the sorbaview shield dressing to secure it. There was no consequence to the patient as she was not using any IV fluids or IV antibiotics that needed to be infused through a central line." Because of the number of reported events this report has been filed.